Manufacturer narrative:
Device was received with a critical pump error alarm due to moisture damage on the force sensor. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error alarm. Moisture damage was also found on the motor and electronic assembly during visual inspection. Blank display not confirmed. Device received with partial display due to moisture damage on the electronic assembly. P-cap or reservoir locked properly in place. Device received with cracked belt clip rail case corner.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display and crack on the back. Customer stated they exchange battery and still insulin pump was not turning on. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated that the contacts on the battery cap are neither missing nor damaged. Customer stated display was did not return after insulin pump restart. Customer stated the insulin pump was exposed to moisture recently. Customer performed self-test and it did not pass. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.